Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml exactamix eva tpn bag was leaking from the top left corner of the printed side of the bag. This was noted after compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufacturing between march 02, 2018 and march 04, 2018. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and a leak was not observed at the customer reported location of the top left corner of the printed side of the bag; however, a leak was noted from the spike port cap. The reported condition of a leaking eva tpn bag was verified. The cause of the reported condition was undetermined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.